Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Event description:
Patient underwent surgery for a left distal fibula fracture. After reducing the fracture, the surgeon placed a lateral distal fibula plate on the lateral aspect, placed the drill guide and drilled for the screw. He inserted a 14mm screw into the drilled hole, but noted that the screw would not lock into the plate. He tried another screw of the same size, and had the same problem. He then used the next size plate and was able to insert two new screws with no problem. Procedure was completed with an addition of twenty to thirty minutes of operating time. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
All of the screws have very light wear on the threads. Most of the color anodizing is sill present. The screws do seem to lock into the plate with only slight trouble. The material diameter and length of the screws is confirmed to be within specification. This complaint is indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
This device was used for treatment not diagnosis. A product development event evaluation was conducted and the following was noted. The plate and screws contain signs of attempted implantation. Specific evidence for the screws not holding is immediately apparent when observing the distortion of the locking head threads under magnification. This movement of screw thread material suggests a significant angulation of these screws that occurred in relationship to the female threads of the plate and is not symmetrical. Such an angled relationship would move the thread material when tightening force is applied, essentially stripping them which would no longer permit them to hold position. It was also learned from the complaint that ultimately the user did have success with a larger plate and new screws giving credence to a screw and plate over angulation scenario that was remedied by repositioning the construct. Based on review and confirmation of component specifications, manufacturing evaluation, low occurrence rate and evidence of screw versus hole over angulation, the design of the screws and plate are determined to be suitable for their intended use and the disposition is invalid.